Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient did not have a stroke. The cause of the implantable neurostimulator (ins) turning off by itself and symptoms were not determined but based on the recharge scheduled it appeared the patient allowed the system to go to 0% on (B)(6) or before. To resolve the issue of the device turning off and the patient¿s symptoms a conversation was had with the patient to not allow their system to get to 0% and to charge more consistently. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller wasn¿t working. The patient clarified that when they attempted to sync with the ins, they were seeing poor communication without the antenna attached. The patient did not have an antenna to use. The patient was able to communicate with the recharger. The patient was seeing ins low battery on the patient programmer (pp) after attempting to communicate again. The patient also reported that the patient turned stimulation on, walked 10 feet, and it turned off by itself. The patient normally charged every 23 days but had gotten behind that. It was recommended to recharge the ins so therapy could be turned back on. The patient called back and stated he was shaking really bad/ "shaking like a fish". He could not hold the pp because of the shaking. The pp showed the ins was off. The patient contacted the rep and stated his ins turn off somehow and when he tried turning it back on, he was experiencing "stroke like symptoms". He stated he was having excruciating pain in his arms and whole body. The rep said the cause was unknown. The rep saw the patient and the device was confirmed off. Impedances were all within normal limits. The patient's original amplitude was 4.1v. Th rep copied his current group (a) to a new group ©, then set his amplitude to zero. The patient was set to advanced adjust. No further complications were reported/anticipated.